Event description:
It was reported that the patient felt pain in the left arm. The right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil. Rv defib impedance was also noted some variation. Additional information from the clinic disclosed that the an x-ray was performed. There was no indication of any further issue with the patient¿s arm pain. A very small rise in impedance was noted. The alert setting was increased to alarm at a higher limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.